Event description:
It was reported: patient fell on left elbow on (B)(6) 2012. Patient was taken to or and implanted with plate and screws on (B)(6) 2012. Post op x-rays looked great but after a few weeks, the implant failed. After speaking with the surgeon, he did not know if it was because of the osteoporotic bone, or if the 2.7mm screws were simply too big. He did not fill all screw holes. At this time the plate has not been removed. This report is for a 3.5mm locking screw self-tapping with stardrive recess 22mm. This is 9 of 9 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.